Event description:
It was reported that the patient experienced a dissection. The subject was presented with st-elevation myocardial infarction and the target lesion was located in the mid-right coronary artery. A 3.0x24 synergy drug-eluting stent was implanted in the lesion area. However, after the patient went for recovery, the patient felt severe chest pain and was returned to cath lab. It was found that the stent was occluded and wired with a choice pt extra support. A 3.0x12 nc quantum apex was used to re-open the artery, followed by an angiojet catheter to removed the clot from stent. Post-dilatation was performed using by a 3.5x8 nc quantum and dissection was noticed in the proximal end of the stent. The patient was never shocked and is now pain free.